Manufacturer narrative:
Evaluation of the returned lightning confirmed that the device did not aspirate fluid into the canister. Further evaluation revealed a leak inside the lightning housing. This type of damage typically occurs due to over pressurizing the unit when flushing the device. If too strong of a positive pressure is applied, the unit may leak internally. The device was disassembled, and blood was found inside. The location of this leak could not be determined. In addition, the p2 senor was broken from the pc board and corrosion was observed. Fluid intrusion and electrical component corrosion likely contributed to the difficulty experienced during the procedure and evaluation. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right and left pulmonary artery using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 12 (cat12), a penumbra engine (engine), and a penumbra engine canister (canister). During the procedure, it was noticed that the indicator light on the lightning was green and the lightning was clicking; however, no blood was aspirating into the canister. Subsequently, the engine went down to two indicator lights illuminating. To troubleshoot, the lightning was disconnected from the cat12 and attempted to aspirate saline, turning the lightning switch off, turning the lightning unit on and off, removing the canister and repositioning it back on; however, all attempts to troubleshoot were unsuccessful with the indicator light on the lighting remaining green. Therefore, the lighting was removed. The procedure was completed using a new lightning, the same cat12, the same engine, and the same canister. There was no report of an adverse effect to the patient.